Event description:
On (B)(6) 2017, my teeth were cleaned by a hygienist who used an ultrasonic descaler. During ultrasonic cleaning, I experienced a brief but severe sharp pain in my right ear where the descaler was used on a left lower molar. I experienced discomfort throughout the cleaning in the area where the descaler was being used in my mouth. Since the cleaning, I have had severe high pitch tinnitus in my right ear continually. I also have ongoing soreness and pain in the area where the descaler was used in my mouth in both the upper and lower jaw. I was not informed that there were any risks from ultrasonic teeth cleaning. I am worried that the tinnitus will be permanent as a month has already gone by without any improvement.